Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported calibration failure. No patient or user harm was reported.

Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 29apr2019. The manufacturer¿s international service technician confirmed the reported pressure sensor failure issue. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.